Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, the patient returned to the hospital with dyspnea and imaging showed one of the implanted clips had detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) an additional mitraclip was performed, and two clips were implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided a cause for the slda cannot be determined. Mitral valve insufficiency/regurgitation resulting in dyspnea appears to be due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.